Event description:
Received report in 2004 alleging 7200ae ventilator did not resume functioning after a brief power outage, in 2002 causing or contributing to the pt's demise six days later. No further info is available at this time.